Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia, it was reported that the patient experienced high blood glucose (bg) levels on (B)(6) 2024, possibly due to under-delivery of insulin from their system. The patient, who has type 1 diabetes, treated the high bg with a pen injection. The infusion set was last changed on (B)(6) 2024. During troubleshooting, an insulin flow blocked (ifb) alarm occurred, leading to a new set and reservoir being placed. The occlusion alarm occurred during priming. During troubleshooting, insulin did not exit from the tubing. No further information available.